Manufacturer narrative:
As part of our investigation, on september 14, 2020 the ess provided the customer an in-service that included pre-cleaning, modified manual cleaning, and storage in accordance with the manufacturer¿s recommendations. The ess reported that the customer will be using a non-olympus leak tester. The customer utilizes an oer-pro automatic endoscope reprocessor (aer). The ess informed the customer that the facility will need to contact the manufacturer of the leak tester for proper instructions and guidelines. The device was not returned to the service center for evaluation. A review of the instrument history showed no service/repair record since the date of purchase (B)(6) 2008. The instruction manual states in the ¿reprocessing before the first use/reprocessing and storage after use¿ section that ¿after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance.¿

Event description:
The service center was informed that during an onsite in-service with an endoscopy support specialist (ess) it was noted that the customer was not utilizing the air/water cleaning adapter during the pre-cleaning of the scope. There was no patient infection, patient involvement or device positive culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correction. Please see the updates. Additional information from the ess states the reprocessing issue was on model cf-q180al (serial number unk)not the bf-1t180 as originally reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to perform the DHR review as the serial number is unknown and cannot be confirmed. The event is not due to a product problem, including IFU, but to a user mishandling. The IFU (reprocessing manual) warns against inappropriate reprocessing with the following contents. It is probable that the user's handling deviated from IFU because it was reported that the user did not use the aw channel cleaning adapter required for channel reprocessing during pre-cleaning. 1.4 precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels.